Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: at the 7th and 8th firing by (B)(4), the same incident occurred repeatedly: it stopped firing in the middle. Even by pressing the blue button, no reaction was available. By pressing the silver button, the knife could be returned. Using (B)(4), the rest part of tissue was resected. The tissue was not too thick. The surgeon recognized the speed of firing was greatly slow even at the initial moment. It is unknown whether reinforcement material was used.